Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported thrombosis could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
Additional information from the customer. The pump was discarded; no further intervention was needed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The exact date of death is unknown. If additional information becomes known, a supplemental report will be submitted.

Event description:
An impella 5.5 was surgically inserted via the right axillary/subclavian artery in an 84-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs). The patient had a history of coronary artery disease (cad) and diabetes. The patient¿s clinical state prior to initiation of support was scai stage d shock. The patient remained on support when clinical staff reported a thrombus that migrated and occluded the right radial artery. There were no allegations of device malfunction, no request for replacement, and no product was returned. Pump position remained appropriate, and the patient continued on support until care was ultimately withdrawn. The patient expired. Based on the available information, the thrombus migration and subsequent radial artery occlusion appear clinically related to the patient¿s underlying condition and critical illness. No device malfunction was alleged, and no device related factors were identified as contributing to the thrombus event or the patient¿s death. Current findings indicate that the device functioned as intended, with final assessment pending any further product evaluation if conducted. The death is conservatively being reported on the impella 5.5 but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.